Event description:
Caller updated time and personal profile settings, resulting in a discrepancy in displayed and actual time being greater than five minutes. No adverse impact was reported on blood glucose levels, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted in updating pump time and advised monitoring and follow-up if the discrepancy recurs, which caller understood and acknowledged.